Event description:
It was reported by the rep the device was used in a laparoscopic appendectomy. It was reported the surgeon was using a 511sd in the umbilicus, a 512sd, and a 355ld. The surgeon reports that all 3 trocars experienced ripped seals. He stated to the rep that pneumo was lost and he had to convert to an open procedure as a result.